Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A functional evaluation was performed and gearbox was grinding and hand piece was overheating. Corrosion was observed on the cable assembly connection and gearbox fork assembly. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During a knee arthroscopy procedure it was reported that the device gave a spark at the "a" connection after which the hand piece became so hot that it apparently burned the patient through the drapes. Initially, no patient injury was reported. Two days later the scrub nurse reported the burn.

Manufacturer narrative:
Device investigation narrative - the subject device, a powermax elite motor drive unit, part number 72200616, with serial number (B)(4), was not made available to the designated complaint unit for evaluation and thus a visual and functional evaluation could not be performed. A view of the device history records show that this device was released to distribution on or about june 20, 2013 and met all specification requirements upon release. The root cause of the patient burn could not be determined with confidence but factors which could contribute to this event include ingression of conductive fluid such as saline into the port a connector receptacle, binding of the blade assembly or seizing of the motor/gearbox assembly without disengaging the finger or foot switch. These factors can result in a higher current draw from the control unit and generation of heat in the motor and housing assembly. The control unit will detect high current draw and shut down in approximately three seconds to prevent continued heating of the device. The concomitant control unit was identified to have had a failure of a resistor on the main circuit board which would support a high current draw event. (B)(4).